Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive button and low battery issues. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was 150 mg/dl at the time of the incident. The customer stated that the up button was unresponsive and that the battery was lasting less than 1 week. The customer also stated that there was no significant event leading to the keypad issues and that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer added that their blood glucose level during the call was 440 mg/dl and was going to treat with a manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Act and arrow buttons did not respond due to flattened button dome switches(no crease). No unlock on lcd keypad connector noted. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test or verify low battery alarm due to button keypad anomaly. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.